Event description:
Received info regarding a cartridge alarms 5 during the load process. Reportedly, the same cartridge leaked. There was no reported impact to customers blood glucose level.

Manufacturer narrative:
The reported cartridge was not returned. Attempts have been made to obtain all event info. Should new info become available, a follow up will be submitted.